Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented episode of vt that was diagnosed as svt due to sudden onset vt occurred with high morphology and an atrial onset. Programming changes were made. The patient will continue to be monitored normally.